Manufacturer narrative:
It is unknown when device broke. Device is an instrument and is not implanted/explanted. Part: 319.006; synthes lot: 6510325; supplier lot: n/a; release to warehouse date: october 20, 2010; expiration date: n/a; manufactured by synthes (B)(4); the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality investigation: investigation flow: broken: visual inspection: the depth gauge was received broken at its needle portion. The broken needle along with the depth gauge body, slider portion and protective sleeve was received at customer quality. Additionally, the broken needle portion returned was observed to be also bent at its tip. No other malfunctions were observed on the returned portions of the device. It was determined that the received condition does agree with the complaint description as the device is broken and the condition was confirmed. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Release to warehouse date: october 20 , 201 top level depth gauge drawing needle (component) during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: dimensional inspection performed on the bent region measured the device width as 0.80 mm (ca-814) that falls within the specification of 0.8 mm +/- 0.05 mm. Furthermore, the needle at the distal broken thread portion measured the diameter as 1.181 mm (ca-814) that falls within the specification of 1.115 mm to 1.182 mm. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition. Also, the raw material reviewed during DHR review observed no relevant non-conformance. Therefore, no material issues were observed that would have contributed to complaint condition. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. However, the condition of the needle shows evidence that the device could have encountered unintended forces when the breakage occurred. Conclusion: the complaint condition is confirmed however no design or manufacturing defect, or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a depth gauge was found broken when it was picked up at a facility in sterile processing. There is no patient and procedure involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).